Manufacturer narrative:
Reported event: an event regarding communication failure involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported that ¿after burring the tibia dr. (B)(6) noticed the tibial eminence had been under cut. When he went to trial the tibia he noticed about 3-4 mm of extra bone have been burned away from the eminence that had not been planned to burr¿. It was also noted that more bone was removed than panned and the acl was nicked with the burr. Method & results: product evaluation and results: a review of this case found several factors that may attribute to the stated inaccuracy in tibial cutting. First rio registration logs show that the distance between the end effector array and base array was 542.88 mm. Though this is within the acceptable range of 600mm this can still introduce error into the cutting system. In addition, it appears the robot was not seated properly on the floor throughout the procedure based on the robot lifted warning that was present throughout the procedure. There were also several velocity traps throughout the procedure that can by indicative of a possibly moved tracker. The implant plan was reviewed, and placement of the implant looked adequate. Could not confirm the true accuracy of the cut based on the data provided. Product history review: review of the device history records associated with rio 183 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999 reports similar complaints for pka software - inaccurate resection. The complaint record numbers are: (B)(4). Conclusions : a review of this case found that the implant plan and placement of the implant looked adequate. The distance between the end effector array & base array and with the ¿robot lifted error¿ indicating that the robot was not seated properly, potentially lead to the stated inaccuracy but based on the data provided the failure and true accuracy of the cut could not be confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to pka software - inaccurate resection.

Event description:
After burring the tibia dr. Biviji noticed the tibial eminence had been under cut. When he went to trial the tibia he noticed about 3-4 mm of extra bone have been burned away from the eminence that had not been planned to burr. Case type: pka. Rob #:183. Gud #:183. Cam#:183. Software version:2.5.6.4.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After burring the tibia dr. (B)(6) noticed the tibial eminence had been under cut. When he went to trial the tibia he noticed about 3-4 mm of extra bone have been burned away from the eminence that had not been planned to burr. Case type: pka. (B)(4).